Manufacturer narrative:
A correlation between the device and the reported intracerebral bleeding event could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the bleeding event started at an external hospital and the patient's lab values were unavailable. It was reported that there had been no changes made to the patient's anticoagulation regimen that could have resulted in the patient's bleeding event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 2 months. No reports of any adverse events or device issues were previously reported for this patient post-implant. The device was not explanted. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient suffered a stroke at the beginning of (B)(6) 2016 and then had uncontrollable intracerebral bleeding. The patient expired on (B)(6) 2016. No additional information was provided.